Event description:
A malfunction was reported by the customer, identified by the code "16-0x20e6," which prevented access to the pump after it started. There was no reported impact on the customer's blood glucose level. A replacement pump with a new serial number was prepared for the customer, and the faulty device was set to be returned by august 25, 2025.